Event description:
Reportable based on device analysis completed on 25aug2023. It was reported that the proximal portion of the device was kinked. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device was kinked in the proximal part. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the shaft and the collar were partially detached.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was partial collar and shaft detachment and blood present in the shaft of the device. At 4cm distal from the collar, the shaft was kinked. From the tip running proximally for a length of 7.6cm, the shaft, markerband and tip of the device was flattened. The shaft had drag within the flattened segment. The tip of the device was also damaged.